Event description:
A nurse reported that during the footswitch test for a cataract surgery, after the incision had been made, an error message was displayed. The footswitch was logged out, quickly cleaned, reprimed, and the procedure was successfully completed. The duration of the surgery and increased by approx 15 minutes. There was no harm to the pt. The reporter informed that this cataract surgery was the third of the day, the two previous surgeries had been performed with the same system and footswitch with no events. For this surgery, the system had been successfully started up and calibrated before the footswitch test. The reporter confirmed that the same system and footswitch were used uneventfully for the 4 following procedures on that day.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).